Event description:
Register nurse attempted to flush zassi bowel mgmt system and noted major leakage of stool. Register nurse removed fluid from the balloon and attempted to remove the zassi but met resistance; unable to remove zassi from the pt's rectum, and so it was removed digitally. After removal, the rn noted the zassi to be broken in 2 pieces at the insertion site. Patient without injury and did not require additional intervention.